Event description:
A malfunction was reported on the customer's pump. There was no reported impact on the customer's blood glucose level, as the impact was unknown or declined. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code reappears.